Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned device for alleged blank display found on (B)(6), 2022. The device was received with a corroded battery tube and powered up properly after battery installation. No blank display noted. The device passed the displacement test, sleep current measurement and active current measurement test however, device error alarm was triggered during the self test. The device also experienced an unexpected unsafe shutdown after the battery was removed. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. The device was monitored, and no blank display or unexpected power/battery alerts noted during testing. A review of the downloaded history files shows on (B)(6), 2022 at 03:41 there was a battery out limit (power loss) alarm. At 03:42 the device alarmed hardware low level failure (linenumber 9926 file number 2005), pump error alarm, and then experience an unsafe shutdown. As a result of the unexpected shutdown the pump alarmed multiple pump error power loss, and active insulin cleared upon power up. This is a normal alarm sequence after an unsafe shutdown. Pump error alarm is due to a radio frequency chip error and pump error is the consequence of hardware low level failure. The pump was cut open for a visual inspection. Corrosion and moisture damage was found on the electronic assembly electric boards, vibrate harness assembly, motor, and force sensor. Multiple pump error alarms are confirmed due to extensive moisture damage on the electronics. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: corroded battery tube, scratched case, broken belt clip rails, stained keypad overlay, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Blank display is not confirmed. Hardware low level failure alarm is confirmed due to a radio frequency chip error. Pump error is confirmed and is the consequence of hardware low level failure alarm. Unexpected unsafe shutdown (multiple pump error alarms) and the pump error alarm during the self test are confirmed due to extensive moisture damage on the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5, e3 and h8

Event description:
The device was returned for analysis.